Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe oral 3ml amber contained foreign matter. Verbatim: regarding lot 5100291 there was a syringe printing defect. Total defects of 2. I believe my colleague has contacted yourselves regarding and provided clearer information that so please see that now as separate complaint. Regarding lot 4309220 & 5094872 that we received from yourselves we received, our client reported they have found inner surface contamination and plunger rubber stopper defect and syringe printing defects. Total defects was 10. No harm or patient impact confirmed. Initial date of event was (B)(6) 2026.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.